Manufacturer narrative:
The reported event is believed to have been contributed to stress and eventual fatigue in the material of the elevator inner seat tube. Reports received are client remains in device seating during transport in vehicle. It is believed these external forces, over time, contributed to the stress and eventual fatigue of the material on the upper plate. Material and structural testing was performed at the parent company in 2011 and a change in the design of the part was done which improved quality and durability of the seat post area. It was reported the affected component was replaced with the revised version and the device returned to the end-user. The DHR was reviewed and unit was built according to specification. It was noted during inspection, the manufacturing date stamp of the affected component was "after" the 2011 revision. Due to the type of failure occurring after a revision to where this failure type was addressed, the affected component is being returned to parent company for more in-depth analysis as to root cause. Once a final report is received from parent company, a follow-up MDR will be filed with the updated information.

Event description:
Received report that as client was traversing along the road, the seating detached from the chassis. Reports from inspection shown the upper plate having detached from the inner tube of the elevator no injury was reported to have occurred as a result.